Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. Shared data is not available for review. The reported event of a transmitter failed error was not confirmed. A root cause could not be determined.